Event description:
B braun IV administration set was being used by anesthesia. It was observed that the drug being administered was backed up into the IV solution. The intended medication did not reach the patient, and it was easily visualized because the medication administered was white in color. The back flow restrictor on the IV tubing failed. The anesthesiologist, used the port located in the middle of the tubing for the initial administration of the drug, the port closest to the IV bag was used when administering a second dose of drug. The blood pressure cuff was on the same arm as placement of the IV because the surgery was on the other extremity. The IV tubing and IV solution were changed out without recurrence with the new set up.